Event description:
The customer's mother reported via phone call that the insulin pump was dropped on the ground while at the gym. The customer's blood glucose was unknown. The customer stated that she could hear a rattling sound when shaking the insulin pump. The customer's mother was uncomfortable with the insulin pump, and thus the customer was advised that the insulin pump would be replaced per request from the customer's mother. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test. However, the insulin pump was received with a loud motor noise during testing due to a faulty motor. No rattling noise was noted. No loose component inside the insulin pump was noted during the visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window as well as cracked battery tube threads.